Event description:
It was reported that while the dr was impacting the tibial tray implant at the end of the case and as he hit the poly impactor with the mallet, the tip chipped off. The piece was removed from the field and the procedure was completed successfully.

Manufacturer narrative:
H10 h3, h6: the device was used for treatment. DHR review found that no conditions which could contribute to the reported event were identified. This information is reasonably suggesting that the device met the specifications at the date when it was released to the distribution. A complaint history found similar reports, this issue will continue to be monitored. This failure mode is identified within the risk assessment. The surgical technique, manual instrumentation, and product specifications for the stride unicondylar knee system notes proper use of the device in the trial reduction section. A photo of the device was provided for visual inspection, which confirmed the broken tip on the tibia impactor. We could confirm if there was a relationship established between the reported event and the device. The breakage was due to mechanical component failure of the device. A factor that could have contributed to this issue is if the impactor tip was not able to withstand the impact stress applied by the user.